Event description:
It was reported that pump declared altitude alarm and suspended insulin delivery during previous night. There was no adverse impact to the customer's blood glucose level. Customer followed instructions to clean speaker area, remove and reconnect cartridge, and wait before resuming insulin, after which pump resumed normal operation and alarm did not recur, and technical support provided tips to prevent future altitude alarms.